Event description:
False positive troponin ultra results were reported on two patient samples. The first sample result was 0.291 ng/ml and upon repeat, it was <0.006 ng/ml. The second sample result was 0.999 ng/ml and upon repeat, it was <0.006 ng/ml. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of either of these discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin ultra result is unknown. No further evaluation of the device is required. The instrument is performing within specifications.